Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was feeling poorly and the physician questioned the right ventricular (rv) pacing on the presenting electrogram (egm). Technical services (ts) was consulted and found this was the start of a right atrial automatic threshold (raat) test. The atrial flutter response (afr) was creating another refractory period and there was oversensing of ventricular signals on the atrial channel. There was also retrograde conduction present, which combined with the re-triggered refractory window, caused atrial undersensing and the atrial pacing to be withheld. However, ventricular pacing was delivered to raise the heart rate for the raat. Ts recommended device reprogramming options. This ICD remains in service. No adverse patient effects were reported.